Manufacturer narrative:
One device was returned for analysis of complaint of downstream occlusion (dso) seal delaminating. No applicable service history was found. No relevant events were logged in event history. Visual and functional testing was performed. Complaint was confirmed with visual inspection and functional testing. Upon further investigation, found upstream occlusion (uso) seal separating. This indicates that the seal integrity was compromised and is a reportable malfunction. Replaced uso seal. Performed dso/uso calibration and occlusion tests. Device passed all testing criteria post repair.

Event description:
One device was received for analysis of downstream occlusion (dso) delamination. Investigation found the upstream occlusion (uso) seal was separating. This indicates that the seal integrity has been compromised and is a reportable malfunction. There was no patient involvement.